Event description:
A malfunction alarm was reported by the customer with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happened again, which they understood and acknowledged.